Event description:
Patient had a diagnostic cath the prior week which showed several areas that needed attention. The patient first needed a pacemaker which was done. The patient was then scheduled for intervention on his left anterior descending (lad) and right circumflex artery (rca). Intervention started by crossing the lesion with an interventional wire and several attempts were made to cross with an angioplasty balloon 1.515 mm voyager - unable to cross. The physician decided to use rotoblator to open vessel for further intervention. A 1.25 mm burr was used. Several passes were made without incident. A final pass was being made and the burr stalled at the lesion site. At that point the burr was removed and a distal perforation was noted at the lesion site. A larger balloon was inflated to stop blood from entering the pericardium. A surgeon was then called to consult on options. At that point, patient's pressure dropped and a pericardiocentesis was performed to remove the blood from the pericardium. The or team had been activated and the patient was taken to surgery for repair of the pericardium. Patient was transferred to ICU post surgery & remains in stable condition.====================== manufacturer response for 1.25 burr, rotolink burr======================took information & is notifying their headquarters.